Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer also reported that the insulin pump alarmed no delivery and motor error during bolus. The customer stated that the no delivery alarm was resolved by changing the infusion set and reservoir. The customer was able to rewind the insulin pump during troubleshooting. The drive support cap appeared normal. The alarm history showed more than one motor error alarm. However, the insulin pump was able to rewind without incident. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis. The reservoir and infusion set will not be returned for analysis.